Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient was hospitalized for pneumonia. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a patient was hospitalized for pneumonia. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a patient was hospitalized for pneumonia. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.